Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak at the quick cut was not confirmed. The marker lumen blockage was confirmed. The investigation determined the reported marker lumen blockage appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a right common femoral artery was attempted using a proglide device prior to transcatheter aortic valve implantation (tavi). Reportedly, the proglide was not flushed prior to use. After insertion into the anatomy, pulsatile blood flow was found coming from the quick-cut mechanism and not from the marker lumen. A new proglide suture was successfully preplaced. The tavi procedure was completed and hemostasis was achieved with the second preplaced proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.